Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in a 57 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criterion intervention required), myalgia ("myalgia"), arthralgia ("osteoarticular pain"), tendonitis ("iterative tendinitis") and paraesthesia ("pins and needles in the hands"). The patient was treated with surgery (hysterectomy with salpingectomy and removal of essure implants). At the time of the report, the back pain, tendonitis and paraesthesia had resolved. The outcomes for myalgia and arthralgia were unknown. No causality assessment was received for essure with regard to back pain, myalgia, arthralgia, tendonitis or paraesthesia. The reporter commented: laparoscopic exploration of the uterine cavity following the betocchi method: cervical canal normal, isthmus normal, right tubal ostium seen, left tubal ostium seen, uterine cavity normal, normotrophic endometrium. Essure device fitted to each tube without any issues, numeber of coils exceeding the tubal ostium: 4 coils on the right, 5 coils on the left, perioperative pain: 2/10, procedure length: 10 minutes. Following procedure on (B)(6) 2022, she feels good. Pins and needles have disappeared, improvement in general health: no more lower back pain or tendinitis, as things stand, and she¿ve lost 6 kg. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. [Ultrasound abdomen] on (B)(6) 2008: tubal implants visible, normal projection. [Ultrasound pelvis] on (B)(6) 2008: uterus normal in situation and appearance, tubal implants well-positioned, endometrium normal, two ovaries normal in appearance on ultrasound. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-jul-2022. The most recent information was received on 09-aug-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in a 57 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced back pain (seriousness criterion intervention required), myalgia ("myalgia"), arthralgia ("osteoarticular pain"), tendonitis ("iterative tendinitis") and paraesthesia ("pins and needles in the hands"). The patient was treated with surgery (hysterectomy with salpingectomy and removal of essure implants). At the time of the report, the back pain, tendonitis and paraesthesia had resolved. The outcomes for myalgia and arthralgia were unknown. No causality assessment was received for essure with regard to back pain, myalgia, arthralgia, tendonitis or paraesthesia. The reporter commented: laparoscopic exploration of the uterine cavity following the betocchi method: cervical canal normal, isthmus normal, right tubal ostium seen, left tubal ostium seen, uterine cavity normal, normotrophic endometrium. Essure device fitted to each tube without any issues, numeber of coils exceeding the tubal ostium: 4 coils on the right, 5 coils on the left, perioperative pain: 2/10, procedure length: 10 minutes. Following procedure on (B)(6) 2022, she feels good. Pins and needles have disappeared, improvement in general health: no more lower back pain or tendinitis, as things stand, and she¿ve lost 6 kg. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. [Ultrasound abdomen] on (B)(6) 2008: tubal implants visible, normal projection [ultrasound pelvis] on (B)(6) 2008: uterus normal in situation and appearance, tubal implants well-positioned, endometrium normal, two ovaries normal in appearance on ultrasound. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-aug-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.